Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, the monitor was unable to pass detect and treat testing. The failure was isolated to contamination throughout the monitor. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.